Event description:
Information was received from a consumer who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was indicated that the patient experienced a loss or change in therapy. The patient reported that their first week of therapy was fairly good. The patient noted that they would pee but had to catheterize every night because their bladder was full. The patient stated that then, all of a sudden, in the second week of may they started feeling the urgency to go pee. The patient noted that when they would go they would not pee that much, their bladder was still retaining urine. The patient stated that the therapy was not doing what it was supposed to be doing and noted that they were feeling no stimulation. The patient reported that they had not felt stimulation the day before report or the day before that. The patient noted that they were half asleep when they were reviewed on how to use the device and that their spouse knew how to use the device. The patient stated that they cannot do it. They noted that it was in their back and would not reach to where they could read it, they had reading glasses. The patient was going to have their husband check if the implantable neurostimulator (ins) was on and increase stimulation. No further complications were reported or were expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.